Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6) device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The patient presented due to unstable angina (braunwald class iiib). Cardiac catheterization revealed a 90% stenosed and 8mm long target lesion located in the third obtuse marginal (om) with a reference vessel diameter of 2.5mm. The lesion was treated with direct stenting with a 2.5x12mm taxus liberte stent resulting in 0% residual stenosis. The patient was discharged 1 day later on aspirin and prasugrel. One day after being discharged from the hospital, the patient was hospitalized with recurrent chest pain. The patient was treated with medication and the event is reported to be "resolving/recovering". It is the opinion of the physician that this event is related to the taxus liberte stent.

Event description:
It was further reported that the patient was diagnosed with non-cardiac chest pain. The patient was discharged from the hospital 2 days post event onset and that this event is resolved without residual effects.